Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.the analysis of the lead demonstrated a rubbed through insulation between approx. 47.5 cm and 48.5 cm distal to the is-1 connector pin. This finding can be considered to be the root cause for the loss of capture and oversensing mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to intermittent loss of capture and oversensing. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.